Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component that had shorted resulting in the reported clinical observations. The device manufacture date for this product is february 20, 2006.

Event description:
Boston scientific received information that this programmer was smelling up the clinic and like something was burning. This programmer was out of service. No adverse patient effects were reported.